Manufacturer narrative:
The customer reported that the device unexpectedly shut off when taking a patient's vital signs. The customer replaced the batteries to resolve the issue. Physio-control evaluated the customer's device with two charged batteries and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power while taking a patient's vital signs. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.